Event description:
It was reported that a female patient underwent a breast augmentation surgery with implantation of an undisclosed mentor gel breast implant prosthesis. Post-operatively, the patient began to experience breathing problems, pressure of the upper pecs, sore ribs, heart palpitations, sleep issues, breast discomfort, and breast pain. She has had a CT scan, blood tests, and an EKG; all resulted normal. The reported event is consistent with a generalized illness. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Refer to manufacturing report number 1645337-2022-05438 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 11, 2022, mentor received additional information regarding the product information, patient information, and implantation/explantation date. The appropriate fields have been updated accordingly. Procedure: primary breast augmentation surgery. Brand name: 375cc mentor memorygel breast implant. Catalog: 3503751bc, lot: 9562739, serial: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 02, 2022, mentor completed a manufacturing record evaluation (mre). No anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On june 15, 2022, mentor became aware that information was inadvertently not included in the supplemental. The type of investigation should have been reported as device not returned as the patient will undergo removal and the device has yet to be received. Manufacturer¿s reference number: (B)(4). In the first supplemental, h6 type of investigation should have been populated as device not received as the patient will undergo removal.